Event description:
The customer reported a filament regulatory error. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage connections were evaluated and lubricated. No errors were identified during confirmation of calibration. The system was returned to service.